Event description:
It was reported to lifecell that the device was implanted on (B)(6) 2011 for ventral hernia repair. Two weeks post-operatively, the patient developed a bowel obstruction which required surgical intervention. Upon opening the abdomen, the device was found to be adhered to 5-6 cm of bowel and colon was kinked. The device was removed but not returned for analysis. It was also reported that the patient's condition is good.

Manufacturer narrative:
Method of evaluation: to be specified. Review of the device history records: query of lifecell complaint system for any issues or other complaints reported against devices distributed from lot s10887. Results of evaluation: to be specified. Review of the device history records resulted in no remarkable findings. - as of (B)(6) 2011, 156 devices from lot s10887 were distributed, including two devices that were reported as implanted, with no issues or other complaints reported to lifecell against this lot. Based on the information reported and internal investigation into the complaint-related lot, the device may have contributed to adhesion formation which subsequently caused the bowel obstruction.